Manufacturer narrative:
(B)(4). Reason for non-evaluation: intraocular lens remains implanted.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: verbiage indicates ''the patient's left eye'', which is not correct. The correct verbiage is: the patient's right eye was implanted on (B)(6) 2012. A yag procedure was performed on the patient's right eye (B)(6) 2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report from a consumer who participated in a clinical study where intraocular lenses implanted bilaterally. The patient''s left eye was implanted on (B)(6) 2012. He complains that he is unhappy with his vision because he experiences glare and has difficulty with distance vision. He notices a vertical cloudy line in both eyes and has difficulty reading text on the television. A yag procedure was performed on the left eye (B)(6), 2013.(B)(4).a separate report is filed for the right eye.